Event description:
When the surgeon tried to confirm that the u-blade lag was set correctly, the tip of the screw driver broke. The broken piece was removed from the patient.

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If additional information is available, it will be submitted on a supplemental report.